Event description:
In 1997 pt underwent left total knee replacement. Post-op pt underwent an arthroscopy procedure in 2002 where a polyethylene fragment was discovered. As a result, the knee was revised 2 months later.